Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery. Blood glucose was not impacted. Reportedly, customer continued to use the pump and had an alternate method of insulin therapy available.